Event description:
The bunnell life pulse high frequency ventilator system alarmed, "humidifer high temp alarm". The humidifier cartridge/circuit was replaced and operation resumed as normal. No harm or injury to pt. Note: nomally this is a non reportable event. However, bunnel received a medwatch report from the user facility, and per the co's internal procedures all third party reports are automatically a reportable event. Date of event was 09/26/2000, however, the co had not received the medwatch report from the user facility until 02/05/2001.